Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked and the device became nonfunctional after the patient fell and the pump came out of a pocket, indicating physical damage to the display assembly and loss of watertight integrity. Symptoms included none, and blood glucose was not affected. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included collection of event details, verification of device identification, and logistical arrangements for replacement and inspection of the returned device. Investigation of this device revealed damage consistent with external impact resulting in a broken screen and inability to operate the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction involving accidental drop leading to physical damage.